Event description:
The customer reports the screen of the sv300 started to smoke. There was no pt injury. The biomed found a burnt component on the pc1663 board (d9). The ventilator serial number is not reported.